Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started around noon on (B)(6) 2012. The patient reported managing her diabetes with insulin (self adjuster). The patient mentioned that she decreased her insulin on (B)(6) as well as on the day she called lfs based on how she was feeling at the time of administering the insulin (nothing over 25 units) due to the alleged issue. The patient claimed that she became ''shaky'' and was experiencing ''stomach issues and frequent urination'' after the alleged power issue began. However, the patient was unable to recall the specific date/time they symptoms began. The patient denied receiving medical intervention as a result of the alleged issue. During troubleshooting the cca confirmed that the subject meter should not need a new battery and that it was not the first time the patient was using the subject meter. The cca documented that the patient was using the correct test strips but that the meter would not power on with a test strip. The cca also noted that the subject meter would not power on manually. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged issue and administer proper insulin doses. In addition, the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.